Event description:
It was reported that the corail standard 10 implanted on (B)(6) 2021 broke on (B)(6) 2025 and then revised the day after. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).